Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station 1 drawer unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer unable to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section e other occupation and section h device manufacture date, section d unique identifier (UDI). Other occupation: pharmacy technician specialist automation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was unable to open. A field service engineer (fse) removed the drawer from the station and inspected it. Fse found inner metal rails misaligned, causing a rubbing noise and realigned the rails and tested the drawer, it functioned normally. Fse powered down the station, reinstalled the drawer, powered back on, launched hardware test, performed final test, and restarted the station issue was resolved. The system functioned as intended after the field service engineer repaired the device.